Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2023, a 18-year-old female patient's infusion set's tubing detached from the connector and this issue occurred with four infusion sets. Therefore, the patient's blood glucose level ranged between 15-300 mg/dl for first event, 70-350 mg/dl for second event, 600 mg/dl for third event and 150-300 mg/dl for fourth event. The patient tried to treat it with correction injection via multiple daily injection. Moreover, the infusion set had been used for two hours approximately for all the events. The patient had small ketone level which her healthcare professional did not assessed it as dangerous/life threatening. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.